Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 504 mg/dl. The customer stated that she had been experiencing high blood glucose levels for two days and eventually began vomiting before the event. Troubleshooting was performed and insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.